Event description:
Info rec'd indicates the pendant cables are damaged due to the cables getting caught up in the head siderails. Bare metal wires were exposed on the cable. The account stated that the pins on the pendants were bent and the cable appeared to be damaged by someone pulling on them.

Manufacturer narrative:
New pendants were ordered for the account to repair the bed.